Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The patient called lifescan and alleged that his meter was set to the incorrect unit of measurement. The patient reported obtaining low results so he called his physician for advice. He was advised to decreased his insulin dosageby two unites. He also reported that he had been eating more food. No injury or harm was alleged. This case is being reported as a malfunction because the meter was previously set to the correct unit of measurement and the patient did not enter the settings mode to make any changes. There is no evidence of a serious injury because the patient did not receive any medical intervention, nor were any results reported that would indicate a serious innury. A replacement meter has been sent to the patient.